Event description:
Emergency room personnel were attending to a pt in full cardiac arrest. An attempt was made to externally pace the pt, and after electrical capture was noted, the device allegedly intermittently lost power. A back up device was available and used to continue treatment. The reporter stated there were no adverse effects to the pt as a result of the alleged malfunction.

Manufacturer narrative:
The device was returned to the customer for use.